Event description:
It was reported that at implant, the right ventricular lead helix failed to extend after repositioning. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix disengaged from helical channel; full lead was returned and analyzed. Helix/lobe distorted/bent. Blood/body fluid in/on distal conductor(not obstructed), helix/lobe mechanism (sleeve head) and helix/lobe mechanism.